Event description:
It was reported that the atrial lead exhibited high capture threshold. A chest x-ray showed that all of the slack had been pulled back on the ra lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Analysis found the helix was extended and clogged with blood. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.